Event description:
It was reported that the lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid noted on all conductors (not obstructed) and there was blood in/on the helix mechanism. The inner and outer insulation was kinked buckled and the outer insulation was breached cut and had a cosmetic depression. All insulators were breached cut, there was tissue on the helix and there was apparent explant damage.